Event description:
It was reported that customer experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Caller states sensor glucose was 60 and blood glucose was 200 mg/dl. Caller states that this only happens at nights. After troubleshooting, caller was advised to change sensor and to establish a good calibration schedule especially at nights. Caller was advised that sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.